Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to obtain ECG readings. The device was reportedly in use, however there was no reported adverse event.